Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that during device interrogation the battery status showed three months remaining and battery depletion was alleged. The next day, the device was interrogated and exhibited safety mode. No additional adverse patient effects were reported. The device was explanted but will not be returned as it was discarded.

Event description:
It was reported that during device interrogation the battery status showed three months remaining and battery depletion was alleged. The next day, the device was interrogated and exhibited safety mode. No additional adverse patient effects were reported. The device was explanted but will not be returned as it was discarded.

Event description:
It was reported that during device interrogation the battery status showed three months remaining and battery depletion was alleged. The next day, the device was interrogated and exhibited safety mode. No adverse patient effects were reported. The device remains implanted.